Event description:
The account alleges that when the power cord was plugged into the wall outlet, the bed would arc at the power cord. There was a pt in the bed, however no injuries were reported.

Manufacturer narrative:
The technician replaced both ac fuses, and installed a power resistor kit, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.